Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Adverse event problem: device code 1494 was applied for not following the 'indication for use.

Event description:
This will be filed for difficulty with deployment and partial clip detachment. It was reported that a patient presented with torrential secondary tricuspid regurgitation (tr) and the septal leaflet was curled. During an off-label mitraclip procedure on the tricuspid valve, it was noted that imaging was challenging and chordae were grasped with the septal leaflet, but there was no clip entanglement. During deployment, the gripper lever was retracted, and when the delivery catheter (dc) shaft was retracted, the shaft did not detach smoothly. This resulted in the clip being pulled with the shaft. The clip was able to be deployed. After deployment, the clip became unstable and a single leaflet device detachment (slda) occurred. The septal leaflet was detached and the clip was attached to chordae from the septal side. A second clip was used to stabilize the slda. The tr was reduced to severe. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor appears to be related to challenging anatomy. The reported difficult or delayed activation (clip deployment, dc shaft detachment) appears to be related to the off-label use of the device for tricuspid valve repair as unintended curves/ tension and coaxial misalignment were likely introduced onto the system, resulting in difficult dc shaft detachment. The reported incomplete coaptation (slda) was due to the difficult or delayed activation (clip deployment) as the clip was displaced by the retraction of dc shaft. The reported off-label use (indication for use) was associated with the use of the mitraclip device on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.